Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Concomitant medical products: ddmb1d1 implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2020 and 693565 lead implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high/undefined superior vena cava (svc) impedance. The svc portion of the rv lead currently remains in use. No patient complications have been reported as a result of this event.